Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 15. Details of surgery: implant surface not completely covered with bone, sinus perforation and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.